Event description:
It was reported that, after a primary r3-tha construct had been implanted on the plaintiff¿s left hip on (B)(6) 2010, the plaintiff has been experiencing high levels of cobalt and chromium in blood, intense pain and ambulatory difficulties. A revision surgery was performed on (B)(6) 2022 in which the oxinium femoral component and the polyethylene acetabular component were removed. Also, pseudotumor excision with collection of brownish tissue that sits over the synovium inside the capsule and osteolysis with brownish material at the proximal portion of the femur with a vacuum around the anterior proximal aspect of the femoral stem with no signs of looseness. Stability and range of motion were tested with a satisfactory result. No other complications were reported.

Manufacturer narrative:
Additional information: b5, d6b.

Manufacturer narrative:
Section h3, h6: it was reported that a patient has been experiencing high levels of cobalt and chromium in blood, intense pain and ambulatory difficulties. A revision surgery was performed in which the oxinium femoral component and the polyethylene acetabular component were removed. Also, pseudotumor excision with collection of brownish tissue that sits over the synovium inside the capsule and osteolysis with brownish material at the proximal portion of the femur with a vacuum around the anterior proximal aspect of the femoral stem with no signs of looseness. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. As no device part and batch numbers were provided for investigation, a complaint history review, manufacturing record review, or definite escalation actions review could not be performed. If more information is received, this investigation will be reopened. The review of the product's current IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed for the unkn birmingham hip modular head (bhmh). The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions for all modular head and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. Although the reported pain, elevated metal ions, pseudotumor, osteolysis and brownish tissue are consistent with the pathology report of ¿alval metallosis¿ the clinical root cause cannot be definitively concluded. It cannot be concluded the reported events were associated with a mal performance of the implant or implant failure. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight, trauma to the joint replacement, loosening of components may increase production of wear particles and accelerate damage to the bone . Should the device or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated. H6: health effect - clinical code, health effect - impact code and component code.

Manufacturer narrative:
It was reported that, after a surgery on the patient¿s left hip, the patient has been experiencing high levels of cobalt and chromium in blood, intense pain and ambulatory difficulties. As of today, the implanted devices all of which were used in the treatment remain implanted and therefore cannot be evaluated. Additional information has been requested for this complaint but has not become available. Without definitive lot numbers, a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review and device labelling / IFU review could not be performed. All of the devices would have met manufacturing specifications at the time of production. If more information is received, this investigation will be reopened. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. A clinical investigation could not be performed as smith and nephew has not received adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. The investigation remains inconclusive and a definitive root cause cannot be determined. Additionally, specific factors known to contribute to the alleged fault cannot be provided due to the insufficient information. If the products or additional information become available in the future, this case will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6). It was reported that, after a primary r3-tha construct had been implanted on the plaintiff¿s left hip on (B)(6) 2010, the plaintiff has been experiencing high levels of cobalt and chromium in blood, intense pain and ambulatory difficulties. A revision surgery has been medically indicated, but still not conducted due to a current waiting list of 12-18 months.